Manufacturer narrative:
Review of operative records confirmed the reported event. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Review of radiological images revealed that prosthesis alignment is good, satisfactory hardware placement, product well fixed and well aligned. It showed no hardware failure or loosening, minimal radiolucency along tibial stem, no fracture or dislocation, no significant joint effusion. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Medical products - vanguard cr femoral interlok # 183008 lot # 097380 # ep-189062 lot # 251300. Vanguard tibial bearing anterior stabilized # ep-189062 lot # 251300. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-09730 and 0001825034-2017-09729. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a total knee revision due to pain and instability. Additional information on the reported event is unavailable.